Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-56, serial: (B)(4), batch: 7071531.

Event description:
It was reported that the patient was experiencing stimulation on non targeted areas due to lead migration. The patient underwent a lead replacement procedure wherein linear leads were replaced by a paddle lead. The patient was doing well postoperatively. Explanted leads will not be returned.